Event description:
It was reported that during a low anterior resection procedure, the staples were not well formed. The surgeon had to do a "recoupe" with another instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested.

Manufacturer narrative:
(B)(4). Uncut washer - unblemished and damaged firing trigger shroud. The analysis results found that the device arrived with the firing trigger shroud detached and missing. In addition, only two unformed staples were present and stuck in the tissue retuned in the device; the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the firing trigger shroud became dislodged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No batch record review could be performed as no batch number was provided.